Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® serum tube bd hemogard¿ / red had an incorrect expiration date on the label. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect label information with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect label information with the incident lot was observed. Root cause description: based on the investigation, the root cause / potential root cause for the incorrect date on the unit label was determined to be a result of operator error. A situational analysis was opened to address this issue and corrections have been implemented to mitigate further occurrence. Refer to situation analysis - (B)(4) rev 01.